Manufacturer narrative:
Date of death: (B)(6) 2016. Date of event: (B)(6) 2016 additional suspect medical device components involved in the event: model #: sc-8336-50 serial # (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the devices could not be completed. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that approximately fourteen hours after the permanent implant procedure the patient passed away. The physician assessed that the cause of death was unknown, but believe it was natural caused. The physician does not believe the passing was device or procedure related.